Event description:
The customer refused to provide any specific product issue information or an alternate contact to be able to gather more information. The customer did claim that the product issue was discovered during set-up and there was no patient incident or injury.

Manufacturer narrative:
(B)(4). Evaluation: results: evaluation of the returned product found the battery compartment and battery contacts on the door have evidence of battery acid leakage. The aqualert water indicator label is missing. The unit did not power on. Note: posey instructions for use has a warning: the posey sitter ii is an electronic device. If the unit is subjected to severe mechanical shock such as dropping the unit, or is submerged in liquid, the unit may stop functioning as designed. After each incident, you must verify that the unit is working properly. (B)(4).